Event description:
The locking cap could not be tightened properly. As the distraction forceps were applied to the screw head to distract the second level, the previously tightened screw head slipped back. The process was repeated twice, each time with the same result. It was not possible to secure the implant in the desired position. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.